Event description:
It was reported that during testing at the user facility the remb micro drill was able to run in safe mode and was also overheating. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Event description:
It was reported that during testing at the user facility the remb micro drill was able to run in safe mode and was also overheating. As this event occurred during testing at the user facility, there was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
The reported event was not duplicated; however, the diagnostic engineer found worn bearings and corroded sockets during the device evaluation.